Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-nov-2021. A review of the device history record (DHR) confirmed that cartridge lot h21200b passed finished goods release criteria. Retained cartridge test results met acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. Returned (associated with all incidents) cartridge test results met acceptance criteria in appendix 1 of q04.01.003 rev.ag except for the rate of ica results outside total allowable error (ea). A deficiency has been identified for cartridge lot h21200b; lot h21200b has been added to quality record (qr) 756387 bracketing.

Event description:
Na.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant ionized calcium result on an 84 year old male patient. There was no patient information available at the time of this report. Return product is available for investigation. Method date collected tested results sample I-stat (b))(6) 2021 16:21 16:27 1.62 a; I-stat (B)(6) 2021 16:21 16:31 1.35 b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.